Event description:
As reported by the occupational health nurse per the user facility: reported that the nurse started IV without problems, drew blood and put needle down. When picking up the introcan safety catheter, the nurse sustained a nsi to the finger. The safety shield (clip) did not engage, as the safety shield was found to be an inch above the end and therefore, not covering the needle. Additional info provided by the facility indicated the nurse involved received all protocol blood work testing and to date all results have been negative. The pt source also tested negative. The lot number remains unk.

Manufacturer narrative:
The actual introcan safety needle with safety clip involved in the incident was returned to the MFR to be evaluated. The safety clip was located on the shaft of the needle near the tip but not covering the tip of the needle. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked. The backwall dimension was noted to be out of specification. However, the backwall of the clip may have been bent when the clip was activated. All other dimensions met specification. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for eval.